Event description:
It was reported that this right ventricular (rv) lead exhibited noise and possible loss of capture (loc) on the presenting electrogram (egm). There were no alerts for out-of-range impedances. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).